Event description:
The customer called and reported that her blood glucose went up to 400 mg/dl. She experienced the symptom of dry mouth. At the time of the report, customer's blood glucose was 346 mg/dl. Troubleshooting was performed. There were no air bubbles or leaks found in the infusion set or reservoir. Insulin exited during a manual prime. The customer discontinued troubleshooting and disconnected the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.